Event description:
Pt states he incurred a radiation injury as a result of radiation therapy treatments he received in 8/91. He stated that his condition had generally worsened, and that he would appreciate any investigation into the incident. The on-site investigation included a review of pt's treatment record, a review of calibration, repair, and maintenance records for the radiation therapy machine used. In addition, a physical examination of the operator control area and the radiation machine was conducted. Results of the investigation indicate that treatment was performed in adherance to the facilitie's normal treatment parameters and records of treatment were maintained and available for review. All reviewed equipment service records indicated that the radiation therapy machine functioned properly prior to and after pt's treatment. No evidence was found of radiation misadministration or equipment malfunction.